Event description:
It was reported that the patient received a line blocked alarm shortly after changing the cassette and infusion set during a routine change. There was a patient involvement and there were no additional adverse consequences. During investigation the returned sample was visually inspected and cannula found to be bent.

Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and cannula found to be bent. Lot number was unknown and the device history review could not be performed. Occlusion test was conducted on the returned sample using a hydrostatic pressure pump and free flow was observed. Complainant allegation could not be replicated. The probable cause of the reported issue could not be identified.